Event description:
In 2005, the pt contacted lifescan alleging that her one touch ultra meter readings "had a dot in the number". The medical affairs specialist spoke with the pt in 2005 to obtain and verify info. The pt said that she first noticed a dot (decimal point) in the meter result about 4 days before she contacted lifescan. She recalled obtaining a result of 15.7 (15.7 mmol/l = 283 mg/dl) and thought that the result was 157 mg/dl. The pt previously reported obtaining results of 15.6 and 19.2 when she spoke with the customer care rep (ccr) in 2005. The pt continued taking her fixed daily dosage of actos and amaryl, oral diabetes medications. The previous day, she was feeling "sweaty and irritated". She called the medical clinic and was told it was too busy to see her on the same day. An appointment two days after was offered to her, which she was unable to attend. She went to the clinic on friday two days later where a result of 276 mg/dl was obtained on the clinic device. The clinic dr changed her diabetes medication to glucophage 850 mg and glyburide 5 mg each am and pm. The ccr confirmed that the meter was set to mmol/l instead of mg/dl. The meter and test strips were replaced. The pt told the mas that she did not remember changing the meter units of measurement.